Event description:
A customer reported there was uncommanded couch movement related to a multifunction footswitch malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer at northeast (B)(6) center - al reported that during a clinical procedure, the un-in and the out-down switches were sticking. There was uncommanded motion of the table. The patient was not scanned when the issue occurred, and thus, was moved to another scanner. There was no harm/injury to the patient, operator or bystander due to this issue. The incident took place on the old metal frame design mffs. The operator called philips service and the field service engineer (fse) was dispatched. The fse arrived onsite and evaluated the system. The fse determined that the foot pedal needed new springs. The fse replaced all 12 footswitch springs and buffers to resolve the issue. On (B)(6) 2012, 12 springs, spring, and compress were replaced. The system was restored to fully operational condition after the service. The error logs / bug reports were not available for further investigation. The defective parts were not received for investigation. On (B)(6) 2013, the fse installed the replacement multifunction foot switch (mffs). The repair was documented in an sap service work order. Field change orders (fco) (B)(4) for big bore and (B)(4) for all other brilliance were initiated by the product safety committee to replace the existing footswitch with a new footswitch design. In the new design, the cover/housing itself will isolate the pedals and prevent sideways motion instead of the plastic blocks and single point of attachment. Field safety notice (fsn) (B)(4) was released (B)(6) 2012 informing customers that damaged footswitch covers may cause the patient support to move in an unintended manner. In this case, there was a report of uncommanded couch movement related to multifunction footswitch malfunction but no report of patient or operator injury. Since there was no part returned from the field, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services of the fse, a probable root cause was determined that the issue occurred due to defective spring. Engineering confirmed that this failure mode was a design issue for the old metal cover design mffs. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited based upon the troubleshooting services of the fse, a probable root cause was determined that the issue occurred due to defective spring.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).